Event description:
A caller reported a cartridge alarm 30 while the pump was in operation. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in loading a new cartridge correctly and was able to resume insulin therapy successfully, resolving the issue. No additional follow-up information was provided.